Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, it was reported that the pump battery could not be charged. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. It was also reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose (bg) was 525 mg/dl. Customer administered a manual insulin injection to address bg.